Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first clip fired from the device was crossed. The customer test-fired the device outside the patient for the second firing and the clip was crossed again. Procedure was completed with another device of the same product code. There were no patient consequences reported.